Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap gastric bypass. According to the reporter: on first firing across stomach, the instrument and load seemed to fire fine. None of the staples had penetrated tissue and formed, but the knife blade cut. The handle was used successfully on subsequent firings without issue. Surgeon states that the firing felt fine and the tissue did not seem thick or unusual in any way. Blood loss was reported as 500-600cc while the surgeon repaired the staple line. Hospital stay extended as a result. The case was delayed more than 30 minutes.